Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Author: peter e. Papa petros¿ and ulf I. Ulmsten. Citation: acta obstet gynecol scand 1990; 69 suppl 153: 53-59. [(B)(4)].

Event description:
It was reported via journal article "title : the combined intravaginal sling and tuck operation. An ambulatory procedure for cure of stress and urge incontinence" author: peter e. Papa petros¿ and ulf I. Ulmsten citation: acta obstet gynecol scand 1990; 69 suppl 153: 53-59. The purpose of this study was to present the results of the combined intravaginal sling and tuck operation in patients with stress and urge incontinence. A total of 30 female patients with objectively demonstable stress incontinence underwent an ambulatory procedure of intravaginal sling and/or with combined tuck operation. In sling operation, the conical head was reversed, the 0.5 ~ 4 5cm mersilene tape threaded through the eye of the needle, pulled down into the vagina, and the tunneler removed. The tape was painlessly removed as an office procedure 4 to 8 weeks later by cutting one and pulling on the other. Fifty percent of the patients failed to cure stress incontinence symptoms (new incidence of urgency or outflow obstruction) for which they underwent tuck operation. Between 2-6 weeks, 50% experienced suprapubic weeping. Further complications included mild postoperative vaginal bleeding (n=50%) which disappeared after tape removal; infected hematoma (n=1) and wound infection after tape removal. It is hypothesized that the postoperative bleeding that occurred in some patients was caused by the tunneler penetrating veins intermingled with the pubourethral ligament. The presence of the tape facilitates drainage even when an infected haematoma. Abscess formation on tape removal may have been due to a small infected haematoma caused by trauma to a granulation tissue blood vessel by pulling through a twisted tape.